Event description:
It was reported that during a routine pulse generator change out, fluoroscopy revealed the lead insulation was abraded. The physician decided to leave the lead implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.